Event description:
Company received a rpeort from a biomedical engineer that the unt did not provide an audio tone following the upgrade. The no audio was discovered during maintenance. There was no pt harm.